Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional info has been requested. (B)(4).

Event description:
A consumer reported that following his intraocular lens (iol) implant surgery, he has experienced inflammation and peripheral disturbances. The consumer wondered if his eye was rejecting the iol and if he would have to be treated with medications for the rest of his life. The consumer is being treated by a different physician at this time. The physician reported that he feels the consumer has uveitis and that the pt is noncompliant with his medications. Additional info has been requested.